Manufacturer narrative:
Returned device was received with a broken luer. During the evaluation of the device the customer reported condition was confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical level 1 hotline disposable administration sets had a broken connector. No adverse patient effects were reported.